Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called and reported they received emergency medical assistance due to a low blood glucose on (B)(6) 2020 with a blood glucose of 0 mg/dl at the time of the incident. The customer's other blood glucose values were 120, 358, 58, and 60 mg/dl. The customer was given food, orange juice, table spoon of sugar, glucose tablets, intravenous treatment, and glucagon to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. The customer declined troubleshooting for low blood glucose. The customer also mentioned having a problem trying to get into auto mode that was resolved by the end of the call. The insulin pump will not be returned for analysis.